Manufacturer narrative:
Pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Unable to verify for compromised force sensor system alarm, the operating currents and perform rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test due to no act button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was stuck in the preparing to prime loop. The customer stated that the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.